Manufacturer narrative:
One 25+ company probe sample was returned for evaluation for the report of actuation failure of probe. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were two additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and deemed conforming. Actuation testing was performed and deemed nonconforming. The sample did not fully open or close. Aspiration testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 15 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Significant resistance was felt when removing the inner cutter from the needle. Gouge marks at bend area and several locations along the inner cutter. O-rings, spacers, spring, and diaphragm were all intact. The complaint evaluation does confirm the probe had an actuation issue that resulted in the sample not being able to properly function. The root cause for the probe not actuating properly cannot be determined from this evaluation. The most likely cause for the poor actuation is from a damaged inner cutting edge or an incorrect cutter bend angle. Foreign material or other components within the probe may also impede the movement of the cutter shaft, causing poor cutter movement. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that a vitreous probe would not actuate during a procedure. The probe was exchanged to complete the case. There was no patient harm.